Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
Same case as: 2134265-2017-09314. It was reported that there was air within the system during use. Two angiojet® solent¿ dista devices were selected for a thrombectomy procedure in the ankle artery. The first device was primed and delivered to the target area without any issues. Aspiration was performed for two minutes when a check saline error message displayed. The device was reset and used for a couple of seconds more when the error displayed again. Air bubbles were noted to be in the catheter. The catheter was delivered just proximal to the targeted area to make sure that the catheter wasn't occluded, however the error continued. At that point, the catheter was removed and an attempt was made to re-prime but the catheter was unable to be re-primed. The second catheter was opened. Priming was successful. The second catheter was delivered to the target area and within 30 seconds, a similar issue occurred. The majority of the clot was removed at this point. A different device was used to complete the procedure. The patient status is fine and no complications were reported.

Manufacturer narrative:
Describe event or problem: additional information. Device evaluated by MFR: returned product consisted of a solent dista thrombectomy system. The pump, seal cap, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. There was fluid in the boot. Functional testing was performed by placing the device in the angiojet console. Functional testing was started but the check saline error displayed on the console and the boot filled up with water. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the check saline error displayed on the console again. There were numerous kinks present in the shaft of the device; however, there were no significant kinks to cause the event. Functional testing was started but the check saline error displayed on the console again. The seal cap was removed and the seals were checked again, which both were still not damaged. The seals were returned and the catheter was once again checked for breakage or damage to cause the device not to run; however, no damage or irregularities were identified. The device was sent for a CT scan. CT images revealed, it is not possible to see the ball or the ball seat to make a determination if there is any damage, due to the steel inside the pump. The device was dismantled to check the components inside. The outlet adapter and ball were microscopically examined and no damage or irregularities were identified. The ball seat was then checked with a borescope and there was no damage to the ball seat. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the second catheter had the check saline error but did not display the ¿air issue¿ to the same extent as the first catheter. The air was not seen in the catheter itself but appears to be agitation bubbles in the waste tubing. There was no air embolization reported. There were no noted defects on the devices.